Event description:
It was reported that the patient underwent a left heart catheterization and was found to have an aortic dissection to the left main. The patient had right collaterals supplying the left that went down during the procedure. The lvad lost flow and the patient went into ventricular tachycardia/ventricular fibrillation and expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (patient condition, patient expiration, and cardiac arrhythmia) cannot be conclusively determined through this investigation. The account communicated that the patient expired at an outside hospital on (B)(6) 2020. The patient expiration was not considered to be device-related. The patient had a left heart catheterization at the outside hospital and did not survive. The patient underwent an aortic dissection to the left main coronary artery and had right collateral blood vessels supplying the left, which went down during the procedure. The left ventricular assist device lost pump flow and the patient went into ventricular tachycardia/fibrillation. The patient was unable to be recovered. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The account communicated that they provided all known information regarding the event and will be unable to provide any further details. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia and death as an adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 02dec2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 lvas, serial number (B)(6), cannot be conclusively determined through this evaluation. The account communicated that the patient expired at an outside center on (B)(6) 2020 and does not have any further information regarding the event. No alarms, clinical symptoms, or device-related issues were reported in association with the event. As of (B)(6) 2020 heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation. If the device is returned on a later date, this complaint will be reopened, and the pump will be evaluated. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The vad coordinator reported that the patient died at an outlying hospital and so they do not have the details regarding the circumstances of the patient's death.